Event description:
It was reported that during a pci procedure, the maverick 2 monorail balloon ruptured at nominal pressure during the first inflation. The lesion being treated was a calcified, 100% stenotic lesion in the mid to distal right coronary artery (rca), rv branch. Using a ryujin balloon the procedure was successfully completed. There were no patient complications, and patient status was reported as 'good.'

Manufacturer narrative:
Product has been returned, however the investigation is not complete at this time. A supplemental report will be filed when the investigation is complete.